Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention while attempting resuscitation, capnography was measured showing values in the range of 48-55 mmhg, which did not appear to correspond with the patient's clinical condition of several minutes of asystole. User indicated the capnography sensor used during the incident was new from a sealed bag. Additional information obtained through good faith effort confirmed the capnography sensor was connected to the monitor and airway circuit properly. No physical damage or contamination was observed. No error messages or alarms were displayed on the device. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
Product information and event description updated.

Manufacturer narrative:
Health impact and event description updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention while attempting resuscitation, capnography was measured showing values in the range of 48-55 mmhg, which did not appear to correspond with the patient's clinical condition of several minutes of asystole. User indicated the capnography sensor used during the incident was new from a sealed bag. Additional information obtained through good faith effort confirmed the capnography sensor was connected to the monitor and airway circuit properly. No physical damage or contamination was observed. No error messages or alarms were displayed on the device. Further information received indicated ventilation was via a manual breathing bag. The breathing circuit and ventilator were not used. The drip tube appeared to be in good condition. At the beginning of cardiopulmonary resuscitation (CPR), patient was ventilated with a face mask and subsequently a laryngeal mask airway (lma) was inserted. Patient was not intubated. At the time of capnography measurement, lma was inserted. User confirmed CPR was performed when capnography was connected. Information obtained through good faith effort, including full disclosure report, indicated a death did occur, however there was no report of actual harm or that the device caused or contributed to the death reported with this complaint.

Manufacturer narrative:
Event description and patient information updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention while attempting resuscitation, capnography was measured showing values in the range of 48-55 mmhg, which did not appear to correspond with the patient's clinical condition of several minutes of asystole. User indicated the capnography sensor used during the incident was new from a sealed bag. Additional information obtained through good faith effort confirmed the capnography sensor was connected to the monitor and airway circuit properly. No physical damage or contamination was observed. No error messages or alarms were displayed on the device. Further information received indicated ventilation was via a manual breathing bag. The breathing circuit and ventilator were not used. The drip tube appeared to be in good condition. At the beginning of cardiopulmonary resuscitation (CPR), patient was ventilated with a face mask and subsequently a laryngeal mask airway (lma) was inserted. Patient was not intubated. At the time of capnography measurement, lma was inserted. User confirmed CPR was performed when capnography was connected. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention while attempting resuscitation, capnography was measured showing values in the range of 48-55 mmhg, which did not appear to correspond with the patient's clinical condition of several minutes of asystole. User indicated the etco2 sensor used during the incident was new from a sealed bag. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.